Event description:
It was reported that the screen on the external pulse generator was cracked. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Side bail covers are broken. Ring cover is contaminated. Battery contacts are compressed. Keyboard is scratched. Lead flex cover is corroded.